Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The returned complaint device showed signs of clinical use. Inspection of the blades revealed abnormal wear. A cut test was performed and found that the device failed cut testing using. Proximal, middle, and distal portions of the blades were dull and did not provide a clean cut. A review of the device history record indicates the device met all inspection and test criteria prior to release. Therefore, the most likely root causes of the reported event are the user attempting to cut staples or clips, non-soft tissue, excessive amount of tissue, or a dull or damaged blade as a result of clinical use. The instructions for use state: do not directly apply current to staples or clips. Instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. If cutting of staples or clips is attempted, damage to instrument may occur. The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported that the endo shears did not cut during use. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.